Manufacturer narrative:
Little info is known at this time and no definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in 2006 at l5/s1. Pt reports having continued pain. As an adverse outcome was reported, an MDR is being filed to document this event.